Event description:
A 3.5x13mm cypher stent had just been deployed when the balloon ruptured at 16atm after one inflation. The target area was a non-calcified, non-tortuous proximal lad that was predilated with a 3.5x12 maverick balloon. The ratio of saline to contrast was 50:50. The physician encountered no resistance of friction during advancement. When the sds was withdrawn, there was a pinhole rupture noted at the end of the balloon. Another balloon was used to postdilate the stent; the same indeflator was used successfully after the event. There was no pt injury.

Event description:
A 3.5x13mm cypher stent had just been deployed when the balloon ruptured at 16atm after one inflation. The target area was a non-calcified, non-tortuous proximal lad that was predilated with a 3.5x12 maverick balloon. The ratio of saline to contrast was 50:50. The physician encountered no resistance or friction during advancement. When the sds was withdrawn, there was a pinhole rupture noted at the end of the balloon. Another balloon was used to postdilate the stent; the same indeflator was used successfully after the event. There was no pt injury.

Manufacturer narrative:
The product was not returned for evaluation and testing.

Manufacturer narrative:
The product was not returned for evaluation and testing.